Event description:
It was reported that the tech called in for assistance with a device that received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi - error code 600.6835 on 8015 unit. Technical support: 1. Tech get error code 600.6835 on 8015 bd unit 2. Explain to tech the error is a network error on unit 3. Needs to transfer network onto unit, the unit just came back from services repair. 4. Walk tech through steps making sure he has the network config load into his profile and they do. 5. Walk tech through steps transfer network config onto 8015 bd unit make sure first he has a ssid name he does and it was correct, network config transfer complete 6. Power unit off back on in normal mode yes to new patient check network status net address there check server status connected. 7. Now let tech know he needs to leave unit in the on mode for about 20mins. Then power unit off back on in normal mode again yes to new patient make everything with drug library come up and its correct if not please call us back. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/14/2019 to present date 01/17/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the tech called in for assistance with a device that received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.